Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Insulin pump also received with moisture damage on the motor, battery tube and vibrator assembly. Insulin pump had minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer received an off no power alarm. It was also reported that the insulin pump would not turn on. Customer's blood glucose level 243mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.